Manufacturer narrative:
One 8.5f swartz braided guidewire was returned. The guidewire had been knotted, stretched out, and the core wire was exposed and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage remains unknown.

Event description:
During the procedure, following insertion of the guidewire by venipuncture into the groin, a knot was noted in the guidewire. The guidewire became caught and could not be removed. A new puncture site was made in the opposite groin, the guidewire was replaced and the procedure was completed with no adverse consequences to the patient. After the procedure was completed, the groin was incision and the product was removed.